Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead delivered an out of range high impedance measurement. The measurements tested in the clinic and remotely showed that the impedance was out of range. The lead was removed and replaced.